Event description:
Pt had implant done in 6/86 for absent left testes secondary to trauma. On 2/7/94, pt returned for removal of original implant which was now ruptured secondary to motor vehicle accident/trauma and reimplant of another testicular implant.